Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the site rite 8 was visually inspected upon receipt and was found to be in good physical condition. The reported issue is confirmed; the probe¿s cable sleeve has split open and the wires are exposed. The probe¿s cable sleeve has split open due to a use-related adhesive failure. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Wires on the probe are exposed.